Manufacturer narrative:
Based on the available information the injury as sustained by the patient was caused by the patient's hair getting caught during movement into the bore. This was possible as the seal between the cone covers was not present. The seal was removed by the hospital because of observed damage to the seal. Scanning with a damaged system should not be done. After this event, philips was contacted and a new seal was ordered and installed.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will sent to the FDA.

Event description:
While the patient was laying on the patient table for the breast examination, as the table began to move, she moved her head. This movement caused the patient¿s hair to become caught within the gap between the gantry covers. This resulted in an injury to the patient¿s head.